Event description:
During a lap ventral hernia procedure, the surgeon was using the device to tack the edges of the mesh to the patient's defect when pressure was applied to the instrument in order to seat the introducer through the mesh and into the patient's fascia. When the device was inserted the pressure was applied, both from the instrument (internal) and palpation (external) of the abdomen, the instrument pushed through the layers of the fascia and stuck the surgeon in the finger. The surgeon immediately degloved and swabbed the stick point with betadine and then regloved and completed the procedure. No patient consequence.